Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was returned over-retracted and the drive mechanism jumped over the helix. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise and intermittent high impedance resulting from a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.